Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that she had a question about calibrating the customer¿s sensor. She stated that she changed his sensor late the night prior and it warmed up for 2 hours and asked for a calibration. The customer¿s blood glucose was 437 mg/dl and the caller said that she knows why her son¿s blood glucose was high. She said that she was told that when it was really high, she should not calibrate and she did not but said that the pump kept alerting them to calibrate several times. The customer¿s blood glucose was 376 mg/dl 2 hours later and they did not calibrate the whole night. The customer went to 300 mg/dl and sometimes when he goes this high, he takes insulin, but then he goes low. The caller wants to know if that happens all of the time of not calibrating ¿ whether they treat or not. The caller was advised to refer back to their doctor. They declined troubleshooting for high blood glucose because they said the customer woke up fine the morning of the call and went back down overnight. The caller stated that is why they do not treat at night because then the customer will go low. The insulin pump is not returning for analysis.